Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed the pacemaker (pm) was in backup mode. The physician elected to explant and replace the pm. The patient condition was stable before, during, and after the procedure.